Manufacturer narrative:
Review of the additional information received shows that there is now information to reasonably suggest that the device in this report did not cause or contribute to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp). It was reported by the hcp that the cause of the patient not feeling stimulation was the desensitization to the pulsation and that it was a normal event. The hcp reported that the patient was satisfied enough with the results and they were to proceed with stage 2 and not have the lead removed. The hcp noted that the patient's standard of care for their non-obstructive urinary retention was that they were using catheters and straining prior to the stage 1 evaluation. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an advanced evaluation trial patient with an external neurostimulator (ens) for non obstructive urinary retention. It was reported by an advanced evaluation patient they did not feel their therapy was working as they would still continue to strain when they would void and felt that was why they were using so many catheters. They also mentioned they were not feeling their stimulation. There were no further complications reported/anticipated.